Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks using a cooladvantage applicator. On (B)(6) 2020 the patient was treated with coolsculpting to the bilateral lower abdomen using a cooladvantage applicator. On (B)(6) 2021 the treated areas developed visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2020 with coolsculpting to the bilateral upper abdomen, lower abdomen, and flanks using a cooladvantage applicator. On (B)(6) 2020 the patient was treated with coolsculpting to the bilateral lower abdomen using a cooladvantage applicator. On (B)(6) 2021 the treated areas developed visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and flanks with paradoxical hyperplasia (ph).